Manufacturer narrative:
(B)(4) this event was previously reported under (B)(4) report number 0001825034-2017-07329. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s.  However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is suffering from pain in tibia, eight months after initial implantation of products. Attempts have been made and no further information has been provided.